Event description:
Blood glucose of "451 mg/dl" with a lifescan meter and "285 mg/dl" on a lab device, performed within 11-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.